Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser probe gets stuck in the valved trocar. The customer indicated three probes were defective. The probes were discarded.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on november 21, 2017. There were 1116 paks associated with this lot. The probe packaged on (B)(6) 2017. There were 94 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned samples showed some adhesive on the tip near the cannula-nitinol junction. The laser probe was inserted into a 25ga trocar cannula, but got stuck can be felt near the junction of the cannula and the nitinol tip, confirming the customer reported event. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).